Event description:
It was reported that the right ventricular (rv) lead had oversensing with a couple electrograms showing t-wave oversensing. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: a proximal portion of the lead was received measuring 11.5 cm. Analysis was performed and no anomalies were found.